Event description:
A patient sent a letter to report that following intraocular lens implant surgery he has had difficulty focusing with and without glasses. Follow-up with the implanting surgeon revealed that the intraocular lens is slightly dislocated resulting in some double vision. The surgeon does not feel the problem is a lens related issue.